Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer may have dropped the pump and a malfunction code was received. The pump had stopped insulin delivery and blood glucose (bg) was 321-500 mg/dl. Insulin injections were administered. Tandem technical support assisted the customer with clearing the malfunction code and insulin delivery via the pump was resumed.